Event description:
Major pump unit(s) involved: external control system failureadditional text: patient disconnected from all power sources, unknown length of timespecific component(s) involved: external controller malfunctionadditional text: patient disconnected from all power sources for unknown length of timeother component:causative or contributing factor: patient error in caring for systemother cause:intervention(s): other interventions, specifyother intervention : connected to power source/batteries by healthcare providerimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: patient disconnected from all power sources, unknown length of timespecific component(s) involved: external controller malfunctionadditional text: patient disconnected from all power sources for unknown length of timeother component:causative or contributing factor: patient error in caring for systemother cause:intervention(s): other interventions, specifyother intervention : connected to power source/batteries by healthcare providerimplant device type: lvadmalfunction device type: